Manufacturer narrative:
There is no service record. Without evaluating the unit, the cause for malfunction cannot be determined.

Event description:
Cut for 31 seconds, then it just stopped. No injury to patient.